Event description:
The following info was reported to kci by the pt's mother; the nurse "stabbed a tiny hole on the drape. Will be going to the hosp." The pt's mother subsequently called kci stating that she is in the emergency room , and the nurse who applied the alternate dressing was not using sterile items. She also reported that portions of the dressing were touching the pt's skin, and there was "yellow pus around the wound area with some pink discoloration." On (B)(6) 2014 the following info was reported to kci by the pt's mother: th nurse who changed her son's dressing was not using standard precautions and alleged there was foam stuck in the wound. The pt's mother also stated she was in the emergency room because her son experienced a fever, and his wound appeared red with pus inside the wound. The pt's mother subsequently called kci stating the pt is going to be admitted to the hosp. On (B)(6) 2014 the following info was provided to kci by the pt's mother: the pt's wound is swollen and an infection is present. No additional info is available.

Manufacturer narrative:
Based on info provided, it cannot be determined that the alleged wound swelling adhered foam or infection is related to v.a.c. Therapy. There have been several attempts made to gather additional info, but there has been no response. Per review of the physician's progress not dated (B)(6) 2014, the pt had a diagnosis of osteomyelitis and had "been on multiple courses of antibiotics," and continued to receive antibiotic therapy. Per note dated (B)(6) 2013, the pt "remains on appropriate antibiotics." It is unk what med or surgical intervention was performed nor if an infection was pre-existing.